Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 27 units of insulin to observe insulin drips exiting the infusion set tubing. Customer's blood glucose ranged from 320-325 mg/dl. Reportedly, insulin delivery was successfully resumed.